Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user found misalignment of the jaws during use. Also, the pivot pin got loose. Therefore, the applier was replaced with another one. It was purchased by the hospital in (B)(6) 2020.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in february of 2020. Evaluation of the returned device shows that the tips are slightly loose and misaligned to each other in the closed position and the jaw pivot pin in slightly pulled thru one side of the outer tube assembly therefore we are able to validate this complaint. This instrument was dis-assembled in order to evaluate its internal components and it was found that the drive rod (n00185) fingers that actuate the jaws were damaged. We suspect that the damaged drive rod fingers caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod fingers to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the user found misalignment of the jaws during use. Also, the pivot pin got loose. Therefore, the applier was replaced with another one. It was purchased by the hospital in (B)(6) 2020.